Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported suresigns vm 6 patient monitor has no sound. The device was not in use on a patient.